Event description:
Senseonics was made aware of an incident where user reported flu-like symptoms following sensor insertion. Event happened on (B)(6) 2025. According to the user, symptoms began after sensor insertion on (B)(6) and worsened to the point that the user visited the ER for evaluation. The event was related to the sensor insertion and not directly related to diabetes. The user received treatment at the hospital, including blood work, scans, ultrasound, and 1 liter of IV fluids. The user was prescribed doxycycline as medication by the inserting healthcare provider as a precautionary measure. User's healthcare provider was aware of the event and is monitoring the situation.

Manufacturer narrative:
The user reported flu-like symptoms following sensor insertion. Event happened on (B)(6) 2025. According to the user, symptoms began after sensor insertion on (B)(6) and worsened to the point that the user visited the ER for evaluation. The event was related to the sensor insertion and not directly related to diabetes. The user received treatment at the hospital, including blood work, scans, ultrasound, and 1 liter of IV fluids. The user was prescribed doxycycline as medication by the inserting healthcare provider as a precautionary measure. User's healthcare provider was aware of the event and is monitoring the situation.